Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient spouse reported that on (B)(6) 2024, the patient was admitted to hospital due to high blood glucose levels which was 900 mg/dl. The patient also reported that feeling sick/unwell flu like headache while admitting to hospital and received treatment IV drips. The patient also had ketones and main reason for hospitalization was diabetic ketoacidosis. No further information available.